Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no anomalies. Electrical testing was performed, and the device passed the resistance test. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare failed to deliver current twice when trying to snare two polyps. The snare was securely attached to the active cord but no signs of cautery were noted. They opted to perform cold biopsy on the two polyps instead. The rest of the procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare failed to deliver current twice when trying to snare two polyps. The snare was securely attached to the active cord but no signs of cautery were noted. They opted to perform cold biopsy on the two polyps instead. The rest of the procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of current failure. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.